Manufacturer narrative:
Pump was received with a completely broken retainer ring. Unable to do the displace accuracy test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to broken retainer ring. Unit passed active current measurement, sleep current measurement test and self-test. Unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted] however thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1, pcba 2, force sensor and motor home switch]. Unable to lock a p-cap into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: detached retainer, broken reservoir tube lip, missing reservoir tube o ring, cracked keypad overlay, label damage and pillowing keypad overlay. In conclusion, failed battery alarm is not confirmed. Unable to verify no delivery alarm due to broken retainer ring. Reservoir unable to lock into place was confirmed due to broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a no delivery alarm, battery failed alarm and the insulin pump was in calibration loop. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-381a, mmt-1780kl, mmt-7811na. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-381a. No product return is required for mmt-1780kl. No product return is required for mmt-7811na.